Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and replaced the user interface to stack flex cable assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off by itself when connected to ac and battery power. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device powered off by itself when connected to ac and battery power. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿(B)(4).